Manufacturer narrative:
The device history record for the lot was reviewed and no devices were rejected and no specific manufacturing yield issues were reported similar to the reported complaint condition. Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The hospital perfusionist reported an issue encountered with the mps delivery set during use. He stated that the device leaked during use, with the leakage coming from the blood inlet side. The report stated he changed the disposable device for another and the procedure was successfully completed. There were no patient issues reported as a result of the alleged event. The device was returned to the manufacturer for evaluation.